Event description:
It was reported that the patient states that she visited her surgeon on (B)(6) 2012 and x-rays of her right hip were taken. She states that according to her doctor, the implant appears fine in x-ray. She states that she has tenderness in the right hip and experiences limited range of motion and pain when lifting her leg. She also has some slight bruising and discoloration around the implant site. She can't lie on her right side without her leg going to sleep.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.